Event description:
On 01/31/2008, the lay-user/pt contacted lifescan alleging that a one touch ultra meter had a battery indicator issue. The pt tests her blood glucose 4-6 times a day. She takes set doses of 70/30 insulin twice a day. She takes 48 units in the morning and 34 units in the evening. The pt indicated that the reported meter issue started in 2008. The pt claimed that because of the meter issue, she was unable to test her blood glucose. During the time of concern, the pt continued to take her insulin as prescribed. However, the pt stated that since she did not know what her blood glucose levels were, she started eating less. On an unspecified date/time after the reported meter issue began, the pt developed symptoms of shakiness. She ate something "really sweet" and was able to relieve her symptoms. The pt denied seeking or receiving med intervention from a health care provider. The pt admitted that she had not replaced the meter's battery according to the owner's manual. The meter was replaced. This complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of severe hypoglycemia after the reported meter issue began. The pt claimed she modified her diet and began to eat less in response to the reported issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for eval, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.